Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 498 mg/dl. Customer stated that high blood glucose was due to medication for prostate cancer and declined to troubleshoot for it. Customer reported that insulin pump had battery out limit and then blank screen. Customer stated that battery cap was not corroded or damaged. The insulin pump will not be returned for analysis.